Event description:
Twelve months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 50% re-occlusion of the 1st marginal branch and the r 1st pl. The sbc was used in the 1st marginal branch with a saphenous vein graft (svg), but not at the r 1st pl.